Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that the gas delivery system assembly was tested and no failures were identified.

Manufacturer narrative:
Updated.